Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz3288 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recz3288) have been reported from the same facility.

Event description:
It was reported that the rn trimmed the PICC at 40 cm and when placing the PICC she saw the sherlock stylet icon go downward but never saw and changes with the p-wave. It was stated the rn attempted some troubleshooting but saw no changes in the p-wave. Rn said she second guessed her measurements so called for another PICC kit. The rn left some additional length on the new PICC used and while placing the PICC "immediately saw changes in the p-wave as she advanced the catheter." The second PICC was placed successfully. Another rn stated she too had "a similar experience recently" with the same lot. This report addresses the second event that was "similar" to the first with no further details.